Manufacturer narrative:
This supplemental report is being submitted to provide the results of the physical evaluation, device history record (DHR) review, correct the lot number (d4) and to update the following sections: a3, d4, d10, e2, e3, g3, g4, g7, h2, h3, h6 and h10. The returned device was attached to olympus (usg-400/esg-400) generators and a probe check was performed; the device failed the probe check. A visual inspection on the returned condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it has a small burn mark, however, there is no metal exposed. The distal end of the device was inspected under a microscope and found the probe is detached, the missing portion was returned. Both switches were checked and found both switches are functional. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the evaluation, the most probable cause of the reported event is attributed to operator (unintended) error. Additionally, the original equipement manufacture conducted a review of the DHR for the concerned lot number and indicated there was no anomaly or deviations during production.

Manufacturer narrative:
The device was not returned to olympus. The cause of the reported event could not be confirmed at this time. However, if the device is returned at a later date, this report will be updated accordingly. As a preventive measure, the instruction manual provides warning which states, "as a precaution, prepare a secondary method for achieving hemostasis or dissection, e.g., a spare of the thunderbeat instrument, and a backup of the transducer." Also, the following details are found in the instruction manual as warning. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
Olympus as informed that during a total laparoscopic hysterectomy procedure, the physician was working on the patient's uterus tissue when a probe damage error occurred and the probe at the distal tip of the device broke off and fell into the patient. The broken piece was retrieved from the patient immediately. There was no unexpected bleeding to the patient. There was a small delay in the procedure as a different device bought in and used to complete the intended procedure. There was no patient injury reported. The device, the associated equipment and connections to the generator were inspected before use; probe check was performed and no anomalies were found.